Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed "cassette not attached properly." Functional testing found that the downstream occlusion (dso) sensor was faulty. The dso sensor and uso seal were replaced to address these issues.

Event description:
It was reported that the pump alerted "cassette not attached properly. Reattach cassette," when the latch was closed and no set was present. Per reporter, the issue occurred during testing. There was no patient involvement. Evaluation of the returned device revealed a buckling upstream occlusion seal and a faulty downstream occlusion sensor.